Manufacturer narrative:
Sc-1160, sn (B)(6). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was having difficulty charging due to ipg was too deep. The patient underwent a revision wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging due to ipg was too deep. The patient underwent a revision wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.